Manufacturer narrative:
The reported event could not be confirmed, since the product was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. More information as well as the affected product must be available in order to determine the exact root cause of the failure. However, based on the risk management file and past complaint history some of the possible causes are but not limited to: bending and/or torsion overload, wrong entry point in the bone, etc. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or any further information is provided, the complaint report will be updated.

Event description:
During an orthopedic surgery, a guide/blocking pin piece broke off; could not be removed, and the broken piece was left in the patient. Surgeon indicated that there are more risk to attempt to remove.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
During an orthopedic surgery, a guide/blocking pin piece broke off; could not be removed, and the broken piece was left in the patient. Surgeon indicated that there are more risk to attempt to remove.